Manufacturer narrative:
The reported problem was verified by putting water into the water tank, attaching disposable temperature check, attaching device to electrical safety analyzer, plugging line cord into outlet.

Event description:
It was reported that the device was leaking. This event happened during testing the devices for an annual hospital preventive maintenance. The issue was not related to a physical damage as the unit was not dropped. There was no patient involvement and no patient harm reported.